Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Although a review of the provided photographs confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Procedure time extended of 30 minutes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
He device was broken. The problem was not with the weld. The metal that has been sectioned at the small internal cylinder in the proximal handle. The section was not found at the level of a weld either, which could be the root cause of the fragility zone. On the distal side, the screw thread that was usually connected to the impaction tip was also sectioned. During the impaction of the cup into the acetabular cup , this was clearly broken off. The cup holder got blocked in the pinnacle cup and by vibration it was removed. The device was not used. Another device was used.